Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by united therapeutics. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that patient had reaction to chloraprep. Verbatim: (B)(4) chlorhexidine sh around his hickman line site caused by an allergic reaction to chlorhexidine [catheter site rash] rash around his hickman line site caused by an allergic reaction to chlorhexidine [allergic reaction to drug] (catheter site rash; hospitalization and drug hypersensitivity; hospitalization). Co-suspect medication included: chlorhexidine.